Event description:
Left hip I&d. Removal and exchange of femoral head and uhr bipolar.

Manufacturer narrative:
The following other hip devices were also listed in this report: c-taper cocr lfit head 26mm/0: cat# 06-2600, lot# mma65t, omnifit eon 132: cat# 6098-0735, lot# mjkj15, osteonics univ distal spacer: cat# 1067-0011, lot# mlmhlm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Left hip I&d. Removal and exchange of femoral head and uhr bipolar.